Event description:
It was reported that the subject pacemaker and the leads were explanted on (B)(6) 2017 due to an infection. The pacemaker will be returned for analysis. Preliminary analysis showed that the subject pacemaker was sterilized and released according to applicable standard operating procedures.

Event description:
It was reported that the subject pacemaker and the leads were explanted on (B)(6) 2017 due to an infection. The pacemaker will be returned for analysis. Preliminary analysis showed that the subject pacemaker was sterilized and released according to applicable standard operating procedures.